Event description:
It was reported the last time the patient¿s pump was accessed to get dye in, the patient was laying on the table for an hour trying to get the needle in the pump port. Two needles were bent and the pump would not stay still. A tech had to hold the pump in place while trying to insert the needle. The first time they did it, the tech was getting a hard time getting the dye to go in and had to hold the syringe with one hand and push on it with the other to get the dye to flow. This was noted by the nurse to be abnormal. The nurse ¿jabbed¿ the patient 30-some times to get the needle in. The patient was at the end of his pain threshold. The first time they didn¿t take the cat scan long enough to see where the dye went after they got it in the tube and never took the tip of the catheter and never finished. It was not done right. The pump was being used to deliver dilaudid. Follow up has been requested regarding the patient outcome and any diagnostic testing or troubleshooting done as a result of the event has been requested and a supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: neu_refill needle, product type: accessory. Product ID: neu_refill needle, product type: accessory. (B)(4).